Event description:
It was reported that during a pta treatment procedure in the left external iliac artery, stent deployment difficulties occurred. The lesion was 90% stenotic with calcification and in a very tortuous vessel. The lesion was predilated and there was no difficulty advancing the stent delivery system across the lesion. When the physician was deploying the stent, there was "severe resistance at withdrawal the blue outer sheath for release." The stent was fully deployed, however, it was not deployed at the intended location. Another stent was deployed and the procedure was successfully completed. There were no reported patient complications and the current patient status is reported as "good".

Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. The shop floor paperwork has been reviewed and no issues were noted that would have contributed to the complaint reported.